Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded. There was blood in the wire lumen. The hypotube was completely separated 41.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks throughout the catheter. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 20x2.5mm target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 1.50mm x 15mm maverick 2 balloon catheter was selected for use and advanced to dilate the lesion. However, the physician noticed that the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 90% stenosed, 20x2.5mm target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 1.50mm x 15mm maverick²¿ balloon catheter was selected for use and advanced to dilate the lesion. However, the physician noticed that the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.